Event description:
The iab would not inflate. On 7/14/98, the following was reported to datascope: the balloon would not unwrap or inflate. [Event complications]: unk-reported 6/24/98. [Pt's current status]: unk-rpt'd 6/24/98.